Event description:
It was reported that the right atrial (ra) lead dislodged sometime after a generator change several months back. The physician extracted and replaced the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary- the lead was returned in segments, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947-65 implantable tachy lead (B)(6) 2010; 4196-88 implantable pacing lead (B)(6) 2010; d224trk bi-ventricular (bi-v) defibrillator (B)(6) 2013. (B)(4).